Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an internal device. It was reported that there were high impedances. Electrode 0:40000, electrode 1:1030, electrode 2:31090, electrode 3:32020, electrode 4:32020, electrode 5:32120, electrode 6:32120, electrode 7:32120. Patient (pt) was in today because she was getting "settings not available" on her programmer. Rep interrogated the pt's generator and ran an impedance test. Levels are recorded above. Rep recalibrated all three of pt's groups. Rep only had to move electrodes from group b to stay away from high impedance electrodes. Rep reconnected with her programmer and everything was working as it should after the reprogram. Pt had a loss of stimulation and return of pain. Issue were resolved.